Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of leakage with an infusion set. There was no stress or pull reported on the infusion set tubing. Patient was able to change the infusion set. No further information available.